Manufacturer narrative:
Correction: this report is to retract MFR 2017865-2021-13814 as there were no malfunctions or adverse events caused or contributed to by this device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for implanted cardioverter defibrillator (ICD) implant. During defibrillation threshold testing, the ICD had lost bluetooth telemetry. Upon termination of the test, it was indicated that bluetooth was able to be reestablished and the threshold test was completed. There were no patient consequences.